Event description:
It was reported to medtronic minimed that the customer reported bolus given by pump was incorrect. The customer reported no adverse event. The event involved product(s) mmt-1884. Troubleshooting was performed and the pump did not make corrections as entered. No harm requiring medical intervention was reported. The customer will discontinue use of the device. Mmt-1884 was requested and customer response was the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Unit passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, selftest, and displacement accuracy test. No unexpected no delivery alarms noted during testing. Successfully downloaded history files and traces using thump. Nodelivery alarms were not present on or two days prior to event date. Multiple bolus and basal deliveries were found from 05/02/2025 07:44:27.000 to 05/05/2025 23:58:47.000, no related alarms/alerts/suspends noted in the history file. The p-cap locks properly into the reservoir compartment. The following were noted during visual inspection: minor scratched lcd window, missing display window cover, stained keypad overlay, pillowing keypad overlay, cracked case at belt clip rail corner, cracked battery tube threads, and scratched case. No unexpected under delivery anomalies were confirmed during analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.